Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the device to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No issues were identified during this DHR review. Device underwent functional testing, and the reported customer complaint was unable to be confirmed. It was also noted the event history log appears to have no evidence of ther reported allegation. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that the metal piece of a smiths medical cadd solis legacy 1 pump would not retrack air detector alarm. No additional information was provided.